Event description:
The site reported the following: while preparing the solaris injector for use, the technologist noticed a foreign material floating inside the syringe barrel after filling.

Manufacturer narrative:
Bayer r and I product analysis received and examined the returned syringe and confirmed the presence of a particle in the fluid path. The particle was detected in the barrel of the syringe and measured 5mm in length by 2 mm in width. Material extensions were observed that could break off into the fluid path. Comparison of the material extensions with the inside diameter of the range of catheters used for radiology injection concluded that, due to possible fragmentation, the potential of injection into the pt exists. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". The visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional information is obtained, a follow-up report will be submitted.